Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Upon visual inspection of the pk dissecting forceps instrument, failure analysis investigations found the pitch cable broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
On (B)(4) 2015, intuitive surgical, inc. (Isi) representative reported a complaint with the pk dissecting forceps instrument but did not provide a description of the event. Isi representative did not have any further information on this instrument. No patient harm, adverse outcome or injury was reported.